Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a spine fusion procedure on (B)(6) 2016 and suture was used. During the fascia closure the suture tore. The surgeon used a different type of suture to complete the procedure. The patient is well.